Event description:
It was reported that there was numbness in the leg. The patient¿s implantable neurostimulator (ins) had slipped in the pocket. He had turned stimulation off and he was still getting muscle cramping around the ins and numbness in his legs. The patient was wondering if this constituted a medical emergency. The patient was advised to contact his clinic, but it was noted that he just relocated and did not have a current doctor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).